Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded, and discolored. This report is made based on results of investigation completed on 08/27/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2014 with the following findings: investigation revealed that the display screen was dim, faded, and discolored. The pump was returned with the contrast setting at 7; during investigation, the contrast setting was increased to the maximum of 10, with little improvement observed. (B)(6).